Manufacturer narrative:
D10 concomitant products: lf1937 - jaw lap lf1937 ligasure maryland 37cm, lot# 30090180x vlls10gen - vlls10gen ls series vessel sealing gen, serial# (B)(6) vlft10gen - vlft10gen ft series energy platformx1, serial# (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, on some adhesion near spleen with normal tissue bundle of 5mm vessels, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). There was no re-grasp alarm. The seal showed evidence of energy delivery, but did not bleed after cutting. The surgeon mentioned smoke was observed from the jaw but energy was not adequate. Cleaning of the jaws of the device's handpiece was performed every time after sealing, and no good seal was observed. The procedure was completed by using lf1837 with the same generators. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a partial seal. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.